Event description:
The consumer was sitting in the chair while charging the batteries and operated his side to side tilt, when the wiring harness under the seat allegedly caught fire. No injury is alleged.

Event description:
The consumer was sitting in the chair while charging the batteries and operated his side to side tilt, when the wiring harness under the seat allegedly caught fire. No injury is alleged.

Manufacturer narrative:
No injury reported. User was sitting in their chair, and while operating the tilt, the chair allegedly caught fire. It's reported that the chair has been serviced several times prior to the alleged incident. Nature of complaint suggests a potential service issue. Product has not been returned for eval at this time so, it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this alleged incident. MDR filed as a conservative measure.

Manufacturer narrative:
No injury reported. User was sitting in their chair, and while operating the tilt the chair allegedly caught fire. It's reported that the chair has been serviced several times prior to the alleged incident. Nature of complaint suggests a potential service issue. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this alleged incident. MDR filed as a conservative measure. Final evaluation - many of the wire-ties for the cables had been removed by the consumer and the cables were not properly tied back onto the chair. Many of the cables had been crushed/cracked/frayed due to the routing of cables under the seat area. The pressure and movement of the seat caused the crushed/cracked/frayed cables. There was melting and overheating of the cables caught and crushed by the moving components of the seating system. Only crushed cables were affected. The conclusion is that improper maintenance by the user of the device was the cause of the issue.